Manufacturer narrative:
Additional information: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Additional information was provided, which indicated a qualified cartridge was used. Not enough information was provided to conduct a review on the cartridge lot. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
During intraocular lens (iol) implant surgery, a surgeon reported the iol to have a broken haptic. The amount of time it took to retrieve a back up product caused the corneal epithelium to become degraded. No medical or surgical treatment was required.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. (B)(4).